Event description:
A vacuum assisted biopsy was performed prior to cryoablation. There was very little mass left after biopsy. Physician reported that the patient was going to get a mastectomy in the following weeks. The lesion was approximately 1cm from skin and it was recommended by sanarus sales representative to have saline syringes available to buffer the skin if need be. Treatment algorithm was 6-10-6 and the procedure was stopped at 5:55 during the first freeze. The ice ball began encroaching on the skin and by the time the saline was make available for the physician the skin began to blanch and it was recommended that the physician stop the procedure and it was terminated. A warm blanket was applied to the affected area of the skin and blanching quickly began subsiding.